Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant power off" was not reproduced when tested with a known good ac adapter and known good wireless battery module. Evaluation was able to power on the device, load a set, program and run multiple infusions with no discrepancies. A review of the event history log identified a couple of improper shutdown messages during the last days of use however the log cannot determine if the device powered off on it own or if power was manually removed from the pump. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the log however no component issue was identified that could cause this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump would constantly power off. This occurred during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.